Event description:
Information received from the field does not address the patient's clinical status but notes that one month post- implant, the capture threshold was 6v. The patient only needed the atrial channel, so the ventricular output was programmed to 0.2ms and 0.5v. A chest x-ray showed stable lead position. Two months after the patient was taken off flecainide, capture thresholds continued to rise.